Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The broken component was not returned with the eds system, so it is not possible to determine what caused the breakage. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of alcohol when wiped which caused the component to become more brittle. Ncr033869 was created for similar failure mode such as this one. The ncr was investigated and closed. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - eds 3 is "breaking" at the drainage bag attachment. It has happened 6-8 times. The bag is falling apart/becoming loose and other cases where that attachment is cracking/breaking off. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided. The eds 3 is "breaking" at the drainage bag attachment. It has happened 6-8 times. The staff describe it as the bag falling apart/becoming loose and other cases where that attachment is cracking/breaking off. The nurse will go to change the bag and it essentially falls into their hands. The complaint form was returned, and confirmed the product will be returned. There was no delay in surgery, patient injury or additional medical intervention required. Customer also provided a picture of the broken product. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system. Hazard ID 5.14. Cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Risk severity:3 (low). No related capas evaluation of the returned affected part to be carried out.

Event description:
Nt821731c - eds 3 is "breaking" at the drainage bag attachment. It has happened 6-8 times. The bag is falling apart/becoming loose and other cases where that attachment is cracking/breaking off. No injuries.